Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing was not performed because the sample was contaminated with blood. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a solution administration set was broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.